Event description:
Removal of endosseous dental implants. Five implants were placed in class iii bone during a complex procedure on 2/10/97 during which bone augmentation was done. The implants in sites #5 and #12 were removed on 3/31/97 due to pain, bleeding and swelling. The clinician reports that the bone quality in the areas was fair which may have contributed to the failures. He also reports that the pt was wearing a full denture over the implants.